Manufacturer narrative:
Qn# (b0(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned instrument shows that the jaws are loose and misaligned and the outer tube assembly and drive rod (n00185) that actuates the jaws are bent/damaged and the jaw pivot pin is pulled thru one side of the damaged bent outer tube assembly. This instrument was dis-assembled in order to inspect the inner components and it was found that the drive rod fingers are also damaged. The returned sample is complete and is not missing any components. We are able to validate this complaint. We are unable to determine what caused the jaws to become loose and misaligned and the outer tube assembly and drive rod (n00185) that actuates the jaws to be bent/damaged and the jaw pivot pin to be pulled thru one side of the damaged bent outer tube assembly but mishandling of this device at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user failed to ligate during a surgery. He/she checked the applier and found that the pivot pin was loose and the jaws were misaligned. Therefore, the applier was replaced with another one to complete the surgery. Before suturing the user confirmed that no piece of metal remained in patient by x-ray.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user failed to ligate during a surgery. He/she checked the applier and found that the pivot pin was loose and the jaws were misaligned. Therefore, the applier was replaced with another one to complete the surgery. Before suturing the user confirmed that no piece of metal remained in patient by x-ray.